Manufacturer narrative:
Customer's meter (B) (4) has been returned back for investigation. The complaint was not confirmed and no new issues were observed. All functional test results were within range specification. No errors were observed during control solution testing. No errors were found in the meter's memory. This is a final report.

Event description:
The customer's friend reported that the customer received an error 4 message on their freestyle lite meter and was unable to test their blood glucose level. The customer experienced lightheadedness and then passed out. The paramedics were called and treated the customer with unknown intravenous fluids. The customer was transported to a hospital where they were diagnosed with severe hypoglycemia and the customer continued to receive unknown intravenous fluids. There was no report of death or permanent impairment associated with this event.

Event description:
An abbott field service engineer confirmed smoke was coming from the architect i2000sr rv1/rv2 antenna, located underneath the mechanism for loading and unloading the reaction vessels. The customer had disconnected the analyzer after they smelled smoke. No injury was reported.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.